Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in used condition; however, no cracks or damages. During functional testing, the device could not be turned on, the reported problem was duplicated. The root cause of the reported issue was there were malfunctions on the power supply board and a faulty battery. Replaced parts; switched on the pump and started the delivery without failure. Performed preventative maintenance and safety checks; all results were within specification.

Event description:
It was reported that while connected to patient, the device started smoking. It was removed and sent to be tested by equipment nurse. While testing unit, she smelt burning and heard a pop. Another staff member also tested and smelled the same thing and pump alarmed. Also, the unit no longer turned on and light-emitting diode for main power and battery charging lights did not light up. No medical or surgical intervention was reported.